Event description:
The event is reported as per maude report: it was reported that during surgery to correct prolapse involving the use of an autosuture device to apply a suture within a deep confined anatomical space, the tiny suturing metal bullet was deployed but was not captured by the device. Subsequently attempted retrieval, the suture detached from the metal bullet which was then retained within/behind sacrospinous ligament-not retrievable, therefore left in situ considering risks with dissection and attempted retrieval. No anticipated migration of the dilating point or adverse effect if left in situ. No reported pt injury.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample and lot number was not received for eval. The customer complaint was not confirmed due to lack of product sample to perform a proper investigation and to determine a root cause.